Event description:
Robotic xi instrument is a "repsoeable" instrument with 15 lives; 5/15 lives remain on this instrument and it is not cutting the suture. It shreds the suture. I will send back to intuitive to request reimbursement for the remaining lives. No patient harm incurred. FDA safety report ID#:(B)(4).